Event description:
While wearing brace customer first noticed irritation, that quickly turned into severe rash that initiated with the anti migration band behind the knee and spread thru the entire leg down to calf area.